Event description:
The end user reported when using the power feature to lower the stretcher, the stretcher's downward motion is occurring suddenly and not in a smooth manner. It is being confirmed if the reported incident involved a patient. No injuries have been reported.

Manufacturer narrative:
An authorized field technician was dispatched to the customer location and was able to confirm the actuator was not functioning properly. The actuator was replaced. The repaired stretcher was function tested and returned to service.

Event description:
The end user reported when using the power feature to lower the stretcher, the stretcher's downward motion is occurring suddenly and not in a smooth manner. It is being confirmed if the reported incident involved a patient. No injuries have been reported.